Manufacturer narrative:
The product investigation was completed. Device evaluation details: visual analysis revealed the peek housing was cracked on the device. A deflection test was performed, and the curve was deflecting within specifications. No deflection issues were observed. The root cause of the peek housing cracked could be related to the handling of the device however it was not reported by the customer. A manufacturing record evaluation was performed for the finished device 30704520l number, and no internal action was found during the review. The deflection issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
A patient underwent an ablation procedure with a pentaray nav high-density mapping eco catheter for which biosense webster¿s product analysis lab identified cracked peek housing. The finding was identified on (B)(6) 2022. It was initially reported by the customer that there was a deflection issue--the catheter was unable to deflect or relax completely. A second catheter was used to complete the operation. There was no adverse event reported on patient. Deflection issue is not MDR-reportable. Peek housing cracked with exposed parts is MDR-reportable.